Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
This is a report of a patient that was admitted to the hospital and diagnosed with peritonitis. The patient's pd catheter was discontinued during hospitalization (date not reported) and was treated with antibiotics (name, dose, route, and frequency not reported). The cause of the peritonitis was due to a break in aseptic technique. The patient has been transferred to in-center hemodialysis therapy. It is unknown if the patient has recovered from the peritonitis event as the patient has been transferred to a different clinic.